Event description:
Device 1 of 2, reference MFR report: 3008829311-2017-00627. Additional information indicated the physician stated the patient's system was explanted.

Event description:
Device 1 of 2: reference MFR report: 3008829311-2017-00627. It was reported the patient is experiencing ineffective stimulation. Patient indicated he never felt adequate relief from the system and feels as though it is aggravating the neuropathy he has in his feet. Patient desires to have the system explanted. As such, surgical intervention is slate to take place at a later date.